Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2026. The consumer visited an urgent care center on (B)(6) 2026 and received a positive result with an unknown test method. The consumer reported having no symptoms but expressed uncertainty determining which result was correct. No other impact was reported.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000913269a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 000913269a, device part number 195-430wjr / lot: 913269a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000913269a showed that the complaint rate is (B)(4) %. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2026. The consumer visited an urgent care center on (B)(6) 2026 and received a positive result with an unknown test method. The consumer reported having no symptoms but expressed uncertainty determining which result was correct. No other impact was reported.